Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the evita switched to standby by itself during ventilation. The device was immediately switched to ventilation again. No injury has been reported.

Manufacturer narrative:
The logfiles and the exchanged parts were provided for the investigation. According to the logfiles, it could be confirmed that the device went into standby-mode, immediately afterwards the device was put back to ventilation-mode by the user. The investigation showed that the root cause was a contaminant within the contact point of a key of the front panel. Due to this, the resistance of the key ¿start/standby¿ was reduced at the reported time. In case this resistance is reduced for more than three seconds, the device gets the information of a pressed key and standby-mode is activated. An optical and acoustical alarm is generated which needs to be confirmed by the user. The safety valve is opened to allow spontaneous breathing. By pressing ¿start¿ on the display and the rotary knob, the ventilation will be activated again with the previous settings as performed by the user in this case. The problem is an isolated case and was solved by exchanging the front panel.

Event description:
Please see initial-report.